Manufacturer narrative:
Explantation date (B)(6) 2019 was erroneously submitted in initial report. Correction: patient had undergone removal and replacement with two mentor gel breast implants on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision surgery with two 375cc mentor memorygel breast implants experienced bilateral silent rupture post procedure. As result, the patient had undergone removal and replacement with two mentor gel breast implants on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-21429 for contralateral prosthesis report.